Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller feeling warm to the touch was not confirmed; the reported event of the controller¿s backup battery use count being at 5 uses was confirmed via the log files. Although the provided log files did not capture any atypical events or alarms, the backup battery use count was observed to be at 5 uses throughout the data, consistent with the reported event. Events leading up to the use count increasing were not observed, and the pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended on both wall power and battery power. Atypical alarms were unable to be reproduced, and the controller operated a mock loop as intended throughout all testing. Temperature measurements were also taken at various areas on the controller after extended testing; all measurements were observed to be within a typical range of an operating controller, and the controller did not feel warm to the touch throughout testing. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c).¿ the heartmate 3 patient handbook instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power conditions that would cause the backup battery to be put into use. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was at high temperatures, the fuel gauge reported 2 bars after 45 minutes of usage despite the fully charged 14 volt lithium-ion batteries. It was said that the patient was not aware of any no external power alarms despite their system controller reporting emergency backup battery (ebb) usage 5 separate times. The patient was recently discharged from their original implant hospitalization and even the customer was not aware of the no external power alarms inpatient either. Log files were submitted for review. The following review of the log files captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. There were no low voltage or ¿no external power¿ events noted in the log files. All the ¿connect power¿ events were related to power source changes. The average system controller temperature was 38 c, which is well within limits but also did see anything above 55 c.